Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a removal of tfna, helical blade and 5mm interlocking screw. The surgeon removed the nail due to malunion, and femur shortening. During removal it was discovered that the internal locking mechanism was broken. One of the prongs on the locking mechanism broke off inside the nail. It is unknown if the procedure was successfully completed. Patient status is unknown. This report involves one (1) 10mm/130 deg ti cann tfna 260mm/left - sterile. This is report 1 of 1 for (B)(4).